Manufacturer narrative:
The iesu was placed on golden system was run in normal mode. C-30 error occurred monopolar coag activation. The iesu has no significant scratches or dents. The front bezel is in decent condition. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) isi technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) failed to deliver monopolar energy output, and error c-30 appeared on the iesu. Before calling the tse for troubleshooting, site had swapped the monopolar energy cable and monopolar port and power cycled the iesu, but the issue was not resolved. Site elected to use an external esu to continue with the procedure. Tse confirmed error c-30 in the logs indicating that high frequency (hf) voltage measurement was too high. The procedure was completed as planned with no reported injury.